Event description:
An adverse event was reported under the study and indicated the patient died seven months post index procedure. Cause was indicated as cardiac death - sudden. Report noted no evidence of stent thrombosis or myocardial infarction. However, no autopsy was performed. The son found the patient dead in bed (attempted to awake patient in the morning). With regards to this event, the relationship to the study device was possible. However, the relationship to the index procedure was determined to be unrelated.

Manufacturer narrative:
Further study index procedure information was noted as the following: the patient was enrolled in the study, and the index procedure was completed in late 2007 with an indication of stable angina pectoris. 2-vessel disease extent was noted. Staged procedure was planned with cardiovascular safety for reasoning. One lesion (right coronary artery - rca) was treated during this index procedure. Heart rate at the beginning of the procedure was 60 with blood pressure of 128/74 and left ventricular ejection fraction (calculated or estimated) was not available. Medication(s) at time of index procedure was low molecular weight heparin. A gpiib/iiia inhibitor was not administered. Vessel diameter was 3.5mm with 24mm lesion length. The lesion was de novo and irregular classified as type c. Vessel accessibility: readily accessible proximal segment, eccentric with little to no calcification. There was no angulation. Thrombus was absent. Pre-procedure diameter stenosis, visually estimated, was 90%. The lesion was predilated with a 2.5 x 20 balloon catheter at 8 atmospheres maximum inflation pressure and the stent was deployed at maximum pressure of 16 atmospheres with satisfactory results. The stent was post-dilated with a 3.5 x 12mm balloon at maximum pressure of 16 atmospheres, as the stent was not fully expanded. Intravascular ultrasound and thrombus aspiration were not completed, as well a distal protection device was not used in this procedure. There were no procedure complications or device deviation. Visual estimated post-procedure stenosis was 0% but grade timi flow was not indicated. Medications post-procedure were aspirin 100mg and clopidogrel 75mg, and the patient was discharged on the following medication regimen: aspirin 100mg permanent, clopidogrel 75mg - 12 months, statins, ace inhibitors, and beta blockers. There were no device malfunction or adverse event during this procedure. The product is not available for evaluation and testing. However, any additional information will be submitted within 30 from receipt. This device is not distributed in the united states; however, it is similar to the cypher sirolimus-eluting stent distributed in the us.